Manufacturer narrative:
The membrane switch panel and the speaker assembly were replaced, and the device passed all performance verification tests.

Event description:
During a routine svc check in our german svc center, the technician found the unit would not turn on. During diagnosis, he replaced the membrane switch panel and found there was no audio from the speaker.